Event description:
On (B)(6) 2008, a surgeon at (B)(6) hospital in (B)(6) performed an appendectomy on a pt and left a viaguard sleeve in the abdomen. The viaguard sleeve was identified as a retained foreign body on a CT scan, performed on the same pt on (B)(6) 2010. The pt's condition is reported as asymptomatic with respect to the foreign body, and to our knowledge at this time, a course of action has not been determined by the surgeon, pt or hosp with respect to medical or surgical intervention. The foregoing info was communicated by a written document received from (B)(6) hosp risk management dated (B)(6) 2010.

Manufacturer narrative:
(B)(4). The device is mfg to be radiologically visible and made of appropriate biocompatible materials in consideration of the risk of unintended retention. The device was identified radiologically and the pt is reported to be asymptomatic in respect to the device. At this time intervention to remove the retained device has not been performed to our knowledge. When we learn of any change we will submit a follow-up report.